Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited stent stuck in the middle channel. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added: d8, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Additionally, physical damage at location with foreign material remained. The event occurred because foreign material stuck in the biopsy channel during handling of device by the user. Suggested event 1, 2: user may be able to detect the suggested events by handling device in accordance with the following IFU. -inspection of the instrument channel and forceps elevator. Olympus will continue to monitor field performance for this device.